Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that excessive no delivery alarms were received. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer resolved one alarm with an infusion set change. Troubleshooting advised that no delivery was most likely the result of an occlusion. The customer was advised to call back if any further issues persist. Customer indicated that the products would not be returned as they were thrown away.